Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer stated that just before the cartridge is 3 days old, an occlusion alarm may occur. The customer's blood glucose level was 540 mg/dl. The customer had reverted to a non-tandem pump system for diabetes management.

Manufacturer narrative:
Additional information received indicated that at times the cartridge may be used for 4 days. The insulin was cold when the cartridge was filled and the customer may be injecting syringe-air into the insulin instead of into the vial-air during the load process. Troubleshooting with tandem technical support using found the pump functioned as expected. The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours, change the infusion set every 48-72 hours and the insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.